Event description:
On (B)(6) 2010, the patient's daughter reported the patient has had issues with the up and down buttons on her insulin infusion device. She stated the patient stopped using her device and gave the device to her doctor. Multiple attempts were made to follow up with the patient's daughter. On (B)(6) 2010, the daughter returned the call and said the patient stopped using her device in (B)(6) 2009 and is currently on injection therapy. She stated she will talk to the patient to see if she wants to resume pump therapy. On follow up with the doctor's office, the medical assistant stated they did not have the patient's device. Further attempts to follow up were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.